Event description:
Consumer called to report meter displaying inaccurate results. Analysis run on clark error grid using competitive reading (96) as ref. Point vs. Bd readings (214, 172) yielded data points in the c range of the grid, outside of acceptable limits.